Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
The user stated they were having issues with erratic bicarbonate recovery and provided data for one patient serum sample. The initial result was 35.0 mmol/l and the repeat result for the sample when repeated manually on a p module was 27 mmol/l. None of the patients were treated based on the original results as none of them were reported. The bicarbonate reagent lot number was 3607402. The field service representative determined the sample probe was partially clotted, there was an obstruction in one of the common lines and there was defective sample line tubing. He replaced the sample probe, flushed the bicarbonate rinse channel and mechanism, performed a common line cleaning procedure and replaced the sample line tubing. To verify the analyzer operation, he ran mechanism checks and the user ran calibration and qc.